Manufacturer narrative:
Device passed displacement, rewind, basic occlusion, force sensor, occlusion, and self tests; it failed prime/seating test. No unexpected pump error 43 or rewind anomalies were noted during testing. Upon further review of the unit's interior, there were traces of corrosion and even mold located at the bottom of the connector which connects electrical board 1to electrical board 2. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the middle (enter) keypad button is cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error alarm. The blood glucose level was 213 mg/dl at the time of incident. Customer was not able to rewind. The insulin pump will be returned for analysis.